Manufacturer narrative:
The device lot number is unknown; the facility discarded the product.

Event description:
It was reported that two day post cryo ablation procedure, the patient presented to the hospital with groin bleeding and pain. The patient had the groin sutured during the original procedure, but the groin required manual pressure to stop the bleeding. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.